Event description:
It was reported that this partially capped right ventricular (rv) lead exhibited infection with sepsis. A revision was performed and the right ventricular (rv) leads was capped. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.